Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a sore. The patient reported that the te pads had rubbed against his side and resulted in a sore. The patient's physician had recommended a lotion and a bandage for the sore. Follow-up indicated that the condition of the sore had improved.